Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the product mandrel was loaded in the wire lumen. The protective tubing was stuck on the distal end of the product mandrel. There was no visible contrast or blood. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The inner shaft was buckled adjacent to the distal end of the guidewire exit notch. The mid-shaft was stretched. The mid-shaft was necked-down 9.5cm from the distal end of the hypotube. The mid-shaft was completely separated adjacent to the proximal edge of the guidewire exit notch. The fracture surface is consistent with a fracture due to tensile overload. Magnified inspection of the balloon did not reveal any damage or irregularities. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2014. Examination of the returned 3.0x28mm taxus liberte stent revealed a break in the catheter shaft.